Manufacturer narrative:
(B)(4). The customer reported an ac power module failure. There was no power coming out of the device and the ac power indicator was not illuminating. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an ac power module failure. There was no power coming out of the device and the ac power indicator was not illuminating. There was no reported pt involvement.